Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure, for the treatment of polyps, performed on (B)(6) 2026. During the procedure, the clip did not come off the catheter when tried to be released. The procedure was completed with another resolution 360 ultra device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not come off the catheter.